Event description:
It was reported that the pacemaker system exhibited high pacing lead impedances on a non-boston scientific right ventricular (rv) lead measuring just below 2000 ohms. It was noted that thresholds are stable. The health care professional was inquiring if this could be a fretting issue however, technical services informed no as impedances would have to be jumpy or variable. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).